Manufacturer narrative:
Additional information b5: clinical details outlining the severity of the patient's condition following the incident were provided. The patient sustained extensive right upper extremity injuries, including ischemic damage and gangrene affecting the arm and digits, systemic infection consistent with sepsis, partial amputation of the right index finger, and a full thickness soft tissue injury of the right forearm necessitating surgical management such as debridement and skin grafting. The patient also experienced blood clots, significant pain, nerve involvement, and loss of function. Medical interventions included surgical debridement with partial amputation, split thickness skin grafting, ICU level and inpatient care, as well as comprehensive wound care and infection management. Rehabilitation therapies, both occupational and physical, were initiated during the recovery process. After stabilization, the patient was discharged from inpatient care and transitioned to ongoing outpatient management, which has included continued wound care, specialist follow up, rehabilitative therapy aimed at restoring function, and medical management to address pain, infection risk, and other sequelae of the injuries. No information was able to be obtained regarding the specific medication(s) being infused or device identifiers. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused. The patient was admitted to the hospital for ¿diabetic ketoacidosis, acute kidney injury, and pancreatitis.¿ while hospitalized the patient was receiving unspecified medications via ¿multiple infusion pumps.¿ allegedly the pump under infused ¿causing permanent and debilitating injuries to the patient.¿ the reporter did not give any further details regarding this event such as treatment, medications given, patient outcome, or pump information. No additional information is available.